Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient passed out during a vf episode. It was noted that the device delivered antitachycardia pacing therapy for diagnosed vf. Then, the rhythm converted to sinus while charging for hv therapy and hv therapy was withheld. Programming changes were made. No further information was available.

Event description:
New information received notes that the patient was fine post device reprogramming.